Event description:
On (B)(6) 2012, the reporter contacted animas to report that for five to six months, the patient noted the reported pump's battery cap was loose, and he experienced elevated blood glucose levels afterwards. On an unspecified date, the patient obtained the blood glucose reading of 400 mg/dl to 500 mg/dl, and he experienced the symptoms of headache, increased thirst and frequent urination. The patient noted at these times, the battery cap had come off the pump. The patient claimed he reattached the pump, and was able to take a bolus dose of insulin to correct his elevated blood glucose levels. He did not seek any medical attention. Troubleshooting revealed the battery cap was damaged and the threads were stripped, and the patient had not replaced the battery cap every six months as recommended by the manufacturer. The patient's technique was incorrect by not replacing the damaged battery cap as recommended. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this pump issue occurred, and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history review: animas has conducted a review of the device history record on (B)(4) 2012 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation (B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the battery cap will not tighten: the battery cap threads were stripped and the cap spins in place due to stripped threads. The black box showed several unexplained power losses. The battery compartment had two cracks between the threads and the case seal. The battery cap height was out of specification and a test cap was used to complete investigation. The pump was rewound, loaded, and primed with no loss of power. The pump was exercised for 24 hours with no loss of power. Removed the pump was removed from the case for inspection of power circuits, no defect found. The pump passed the flow test. User error cannot be discounted as a contributory factor: the user guide instructs the patient to replace the battery cap every 3 months and not to use a damaged pump.